Event description:
The pain started a week before I was supposed to get my menstrual period, I felt a very bad pain on the right lower side of grain, my back, hip, leg pain (right side) I called consier line and the doctor suggested to continue drinking alive which alleviate the pain, and if it get worse to go to the ER. The pain continued for about 2 more days I made an appointment to see my doctor, she suggested to keep taking alive and refer me to get an ultrasound. I need to see the results my appointment was today (B)(6) this is the second ultrasound I had one in 2020 and now 2022 because of the same pain. This pain started like 12 years ago and is getting most worse now. The device used was assure I believe was placed in 2000, and I would like to get it removed. FDA safety report ID #(B)(4).